Manufacturer narrative:
The exposed portion of the soft cannula was observed to be compressed. Although the cannula was damaged, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied and a bolus was delivered.